Event description:
It was reported that pump displayed malfunction code 16 with associated fault ID and required reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on performing pump reset, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.